Event description:
It was reported that a spectrum pump had failed an upstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion test, was not reproduced. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. The event history log (ehl) review was performed, however there are no events recorded on the reported event date. The last day of customer use was thee days prior to the reported date and no "upstream occlusion!" Alarms were recorded. Failed upstream occlusion testing cannot be confirmed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.